Event description:
General report rec'd of an unspecified number of undocumented incidents of no flow. The extension tubing sets were being used to deliver unspecified volumes of lactated ringer's at unspecified rates. The male adapters of unspecified primary tubing sets were connected to the clave ports of the extension tubing sets. The option-lok make adapters of the extension tubing sets were connected to the pts' IV access sites. After unspecified lengths of time, it was reported that no flow of solutions were noted while the clinicians injected unspecified medications through unspecified y-sites of the primary tubing sets and that no drops of solutions were noted in the drip chambers of the primary tubing sets. It was reported that kinks in the tubings were noted at unspecified locations on the extension tubing sets. The extension tubing sets were replaced and the therapies were resumed. There were no reports of adverse pt effects and no reported delays in critical therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.